Event description:
The facility reported a leak that occrurred at the y-junction while infusing tpn during pt use. The pt has been diagnosed with a nosocomial infection and the facility thinks that the infection may be related to the set leaking.